Manufacturer narrative:
DHR: a total of (B)(4) units were built on afa line 10 from 1feb17 through 5feb17 packaged on pkg 10 from 3feb17 through 6feb17. One non-related qn was initiated during production. Disposition, root cause and corrective actions were applied as per control plan. All other challenge, set up and in process samples were performed per quality plan and passed per specification. Received 10 sealed packages from lot number: 7027923. All components within were intact. Visual/microscopic evaluation: the color (yellow) stripes (characteristic of 24ga product) were missing on the top web of 5 the packages. The bd blue ink print (i.e. Bd logo, ref no., description, barcode, etc.) Was missing on the top web of 5 of the packages. Conclusion: manufacturing (packaging); the bd colored code print and the bd blue ink print were printed during the packaging process in two different stages. When the printing equipment is paused due to machine faults, the index at the bd blue ink print station is occasionally skipped by the print process. Vision inspection system will detect this type of defect and remove the affected parts from the automated packaging process. The parts that are removed are 100% sorted by operators for packaging defects and acceptable parts are hand-packed into boxes. The units without bd blue ink print were not detected with the manual sorting/hand-packing process. A formal corrective action will not be initiated at this time. The modular printer that was used with this batch of product has been replaced by a new digital printer that does not have the potential for this defect.

Event description:
It was reported that 10 of the bd insyte¿ autoguard¿ blood control 24g x .75"s experienced missing label information noticed prior to use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 of the bd insyte¿ autoguard¿ blood control 24g x .75"s experienced missing label information noticed prior to use.